Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported dovetail at aberrometer was loose. Additional information was received. Company representative noted seeing someone at the site struggling to remove and noted that it moved a lot. It is unknown how long dovetail has been this way. No patient impact or staff impact.

Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The company representative realigned and tightened the dovetail to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to internal- wear/reliability. The manufacturer internal reference number is: (B)(4).